Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient remained at home after the treatment. There is no info to suggest that the patient sustained a serious injury. The patient remains in the lifevest. Device eval was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): - reuse. Electrode belt (B)(4): 02/2014 - initial use of device. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Sinus tachycardia at 141 bpm with frequent premature atrial contractions, motion artifact, and runs of non-sustained atrial fibrillation contributed to the false detection. The patient was at home when event occurred. The patient was reported to have been conscious at the time of treatment. After review of the patient's downloaded data, it was confirmed that the patient did not press the response buttons during the entire event. The patient remained at home.